Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and the current production p/n 544243 hemolok ml clips 6/cart 84/box, lot# 73e1800153 were functionally inspected, and during the test issue reported "clip not closing" was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1700344 investigation did not show issues related to complaint. The customer complaint cannot be confirmed and corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of the medium/large hem-o-lok ligating clips in the set of 6 was defective and would not close during a laparoscopic case. There was no patient harm and the defective clip was removed.